Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine ¿0.5¿ at ¿0.5¿ via an implantable pump. It was reported that the healthcare provider was unable to do refill. The patient¿s pump flipped. Surgical intervention occurred. During the procedure, it was noted that the pump segment was twisted and prevented the patient from getting therapy. The physician described it as the patient was flipping the pump back and forth. The catheter pump segment was replaced. The environmental, external or patient factors that may have led or contributed to the issue was the physician thought the patient might have been touching the pump and then it flipped. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2024, explanted: on (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 14-oct-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.